Event description:
The pt experienced a shocking/jolting sensation at the lead-extension connection site since a car accident. The impedance measurements were greater than 4,000 ohms on some of the bipolar pairs. Add'l info has been requested.

Manufacturer narrative:
(B)(4).